Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. The device was returned to the manufacturer for evaluation, and the customer's complaint was confirmed. The device failed to power on and failed to connect to the test station. The device's front panel board, power supply and internal battery need to be replaced to address the issue. No repairs were made. The device was scrapped.